Event description:
Device report from synthes reports an event in japan as follows: it was reported that on sep 7, 2023, the surgery was cancelled on the same day due to a foreign object adhering to a sterilized instrument. While a nurse was sorting sterilized instruments for a surgery, she noticed a foreign object of about 3 mm in diameter (like bone scraps) on a sterilization bat. It was unclear which of the sterilized instruments contained the bone debris-like material. The hospital re-sterilized the instruments, changed the surgery time, and planned to perform the surgery on the same day, but the surgery was canceled at the hospital's discretion. After explaining the situation to the patient's family, the patient was transferred to a different hospital. The surgeon asked the sales rep how the instruments are cleaned, sterilized, inspected, etc., and the sales rep responded the procedure. In response, the surgeon also mentioned that even with visual inspection, cleaning, and sterilization, there may be cases in which it is not possible to detect a foreign object of several millimeters, as in this case. Additionally, since the surgery was canceled and the patient was transferred, the impact was significant, and the surgeon requested answers regarding measures to prevent recurrence. Patient status or outcome was stable. No further information is available. This report is for one (1) unk - drill bits: trauma. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - drill bits: trauma lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E1: (B)(6). E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.